Manufacturer narrative:
A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment titled: "supplemental material".

Event description:
Subsequent to the initial filed report, supplemental material related to the article was received with the following additional information: in regard to the previously reported adverse patient effects, the following treatments were all reported: thrombin injection, administration of red blood cell packs, ballooning/stenting, surgical intervention, and hemostatic suture. Details are in the attached" supplementary material"

Event description:
This study compared the use of proglide (suture-based closure) and manta (plug-based closure) for transcatheter aortic valve replacement procedures. The study mentioned the following complications potentially related to the use of proglide: death, bleeding, hematoma, pseudoaneurysm, occlusion, embolism [unspecified separation], unspecified deployment failure, misfire [cuff miss/suture-retrieval issue], which would require an additional method to achieve hemostasis, and manual compression was used. Conclusively, proglide outperformed manta as described in this article. Details are listed in the attached article, titled "vascular complications in transcatheter aortic valve replacement with plug-based versus suture-based closure devices¿.

Manufacturer narrative:
B3: date of event is estimated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to deploy, material separation and needle to cuff miss could not be determined. The patient effect of hematoma, embolism, pseudoaneurysm, occlusion and hemorrhage are listed in the electronic proglide instructions for use (IFU) as potential adverse events of use of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced in b5 is captured under a separate medwatch report. Article attached titled: "vascular complications in transcatheter aortic valve replacement with plug-based versus suture-based closure devices."